Manufacturer narrative:
The recipient's activation reportedly went well. The external visual inspection revealed the electrode was sliced near the fantail and along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. This is the final report.

Manufacturer narrative:
(B)(4).

Event description:
The recipient is reportedly experiencing partial electrode insertion. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.